Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a prime (prime issue) involving the rewind, load or fill cannula steps. There was no reported patient harm associated with this complaint. Animas customer support made several attempts to obtain more detailed information regarding this complaint, but none was received. This complaint is being reported because the alleged issue remained unresolved.